Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine the bent cannula of if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 400 mg/dl with ketones of 4.8. The pod was worn between 5 and 24 hours on the hip/buttocks. Upon removal of the pod, the healthcare professional (hcp) confirmed that the cannula was bent. Symptoms reported include being sick with the flu. At the hospital, the patient was treated with insulin via injection and a new pod was applied. Patient was discharged from the hospital on (B)(6) 2024.